Manufacturer narrative:
The certas valve (ID 828804pl ) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. However, the possible root cause could be due to biological debris and protein build up interfering with the valve mechanism. If the valve was not implanted, the possible root cause could be due to a programming issue or user¿s error when programing. Since no valve was returned for investigation, then this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch - (B)(4). It was reported a certas plus valve could not be programmed (did not respond). No patient injury reported.